Event description:
The patient reportedly experienced a loss of lock. Troubleshooting of the device did not resolve the problem. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.